Event description:
It was reported that bd pen needle 32gx4mm 5b 28ct cannula broke. The following information was provided by the initial reporter: the staff of the hospital helped the patient give the feedback that the needle purchased in the hospital was broken in the body during using on today, and it could not be found by CT. Customer hoped to help remove the needle as soon as possible.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.